Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown. The customer reports that there were scratches on the insulin pump screen and the battery life was diminished. Troubleshooting was performed for damage and noticed that the insulin pump was working as design, the screen was hard to read. The troubleshooting was offered to the customer for other reported issues but, customer declined. The insulin pump will not be returned for analysis.